Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal on their dexcom receiver. No additional patient or event information is available.

Manufacturer narrative:
The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The reported event was confirmed. The root cause was determined to be a defective transmitter.